Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 646 mg/dl. The customer¿s current blood glucose level was in the range of 702 mg/dl at the time of incident. The customer experienced symptoms of blood glucose level such as vomiting. Customer was treated with insulin drip, manual injection. Based on customer¿s report customer did not allege that the insulin pump had under delivery. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.